Manufacturer narrative:
Product was returned with tamper seal broken. Multiple physical damage were found: chipped out on lower left front corner of top case, very old dirty drive train parts, and left plunger case inside screw insert was broken off. Unable to duplicate the primary audible alarm post error during occlusion test. Unable to determine the intermittent of the error. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 10 years old. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device was showing primary audible alarm background test. No patient injury was reported.